Event description:
A report was received stating that four t-fasteners broke within 24-hours of placement. The four t-fasteners were used for the placement of a jejunostomy enteral feeding tube. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned by user.